Event description:
Affiliate reported that an x-ray confirmed the stepping motor was detached from the base plate and under drainage was noted. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.